Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. The following information was provided by the initial reporter, "the customer stated that the patients 1 and 2 hour gestational diabetes testing was normal, but the 3 hour test results were extremely low. Site received a glucose tolerance test in gray top tubes with the following results. They are just the testing lab and do not know how the specimens are drawn. They received all specimens at 5:45 pm and they were run around midnight with the following results: fasting-67, 1hr-167, 2hr-129. 3hr-37-this results was repeated and duplicated. Tests were run on an abbott architect 1600 specimens were filled to stated draw volume and there were no clots present. They have not reported out the result of the value of 37 as they believe it to be in error. They do not know patient condition at time of the 37 value as they only do the testing."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
PMA / 510(k)#: k945952 and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes. The following information was provided by the initial reporter, "the customer stated that the patients 1 and 2 hour gestational diabetes testing was normal, but the 3 hour test results were extremely low. Site received a glucose tolerance test in gray top tubes with the following results. They are just the testing lab and do not know how the specimens are drawn. They received all specimens at 5:45 pm and they were run around midnight with the following results: fasting-67, 1hr-167, 2hr-129, 3hr-37-this results was repeated and duplicated. Tests were run on an abbott architect 1600 specimens were filled to stated draw volume and there were no clots present. They have not reported out the result of the value of 37 as they believe it to be in error. They do not know patient condition at time of the 37 value as they only do the testing."